Manufacturer narrative:
Batch record review: review of xts kit a755 lot file shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot a755 was performed. There was 1 additional complaint reported for photoactivation module leaks to date for this lot at the time of the event. (B)(4). Service cleaned the spill and ran sec 7 checkout per service procedure. Repairs have returned this instrument to expected operation. The assessment is based on information available to at the time of the investigation. The root cause could not be determined based solely on the information provided by the customer. No product was returned by the customer for investigation. (B)(4).

Event description:
Customer reported a photoactivation plate blood leak. Customer reported that they noticed a photoplate blood leak right after the completion of reinfusion as they opened the photoactivation door to remove the kit. All blood/blood products had already been reinfused to the patient. Customer is requesting instrument service due to the blood leak under the photo plate and into the instrument. (B)(4).